Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted on: (B)(6) 2010, explanted on: unk.

Event description:
A catheter problem was reported. It was stated that a catheter fracture was incidentally found on x-ray of the pelvis that was being done for other reasons. A revision was done. It was added that the patient had no changed to therapy prior to this. Drug delivered via the device was baclofen 500mcg/ml at a daily dose of 50mcg.

Event description:
Additional information: it was reported that patient had gablofen in their pump. The x-ray showing the fracture was performed on (B)(6) 2011. Patient underwent a partial revision, with addition of new catheter piece to old piece. Location of the fracture was unclear. Patient was now doing well with therapy.

Event description:
The catheter revision was done on (B)(6) 2011.

Manufacturer narrative:
(B)(4).